Event description:
It was reported that the pk dissecting forceps had one disc on the back that is not working. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of one disc on back is not working is confirmed. Pitch input disc has more rotational play than usual due to a broken pitch cable at the distal end. The pitch up cable is broken at the distal clevis hub. Pitch motion is non intuitive as a result. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.